Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "this was the pt's second dislocation of the left hip following the restoration modular implantation. It was reported to the clinical research department, via adverse event crf completed on 8/11/2009, and received on 08/12/2009."